Event description:
It was reported that post a stent graft placement procedure, the physician tried to debulk the thrombus but could not fully remove the clot from within the existing stent graft. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the stent remains implanted. Three x-ray images are available for evaluation. It was reported that two images were available from the declot procedure on (B)(6) 2025 and one image from the initial procedure with placement of the covera stent on (B)(6) 2024. Contrast media indicates that the flow within the stent is restricted. In addition, a line can be identified on both images; however, it could not be determined what caused the formation of this line. Significant deformation of the stent could not be identified. It was reported that the doctor noticed an artifact on the imaging which looked like a line through the existing covera stent graft which did not appear on the images he pulled from the index procedure. Based on images available, a relation between the irregular pattern of the stent seen on the x-ray and the formation of a clot could not be verified. Based on x-ray images provided it could not be determined what caused the formation of this line; a significant deformation of the stent could not be identified. Based on information available and the evaluation of the images provided, the investigation is closed with inconclusive results. Based on images available, a relation between the irregular pattern of the stent seen on the x-ray and the formation of a clot could not be verified. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instructions for use states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the instructions for use, e.g., "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension. H10: g3, h6 (device, component). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. However, images were provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stent graft placement procedure, the physician tried to debulk the thrombus but could not fully remove the clot from within the existing stent graft. However, the current status of the patient is unknown.